Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after experiencing vibratory alerts. Upon review of the session records, it was confirmed that no alerts were delivered. The patient was stable before and after the event and will continue to be monitored.